Event description:
It was reported to philips that the c arm of the azurion device would not move. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) inspected the system remotely and confirmed that device was unable to do display collision message which was displayed in tsm and it was not displayed in the indicator area of the flexvision screen. The remote service engineer (rse) communicated with the customer and instructed to do bodyguard adjustment. After remote service, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code were corrected.